Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Event date provided as "around (B)(6) 2016."

Event description:
Device distributor reported on behalf of the home care user that the cannula would fall out of the patient's body due to the adhesive not sticking. Blood glucose levels of 300 mg/dl were reported. The patient required manual injections. The patient had trace ketones. The patient changed the supplies and resumed insulin therapy. No injury occurred due to this event. Related to MFR # 2183502-2016-01367, 2183502-2016-01368, 2183502-2016-01369.